Event description:
It was reported that an incident occurred with an erbe biclamp laparoscopic instrument during a laparoscopic gynecological resection. Information regarding the electrosurgical unit (esu) used, and any other accessories involved was not provided. In addition, the esu settings employed were not conveyed to erbe. Per the report, the fastening screw in the joint area of the biclamp insert became loose during the procedure. The screw then detached from the biclamp insert and fell into the surgical site. Intraoperatively, the screw was retrieved, and no patient injury was reported.

Manufacturer narrative:
The biclamp laparoscopic instrument was returned and evaluated. Visual examination revealed the broken welds on the screw and screw head showed scratches. In addition, a transparent, hard, sticky, and flat object was located on the screw head. The origin, material composition, and function are unknown. Furthermore, scratches, damage, excessive signs of use are visible on/in the surfaces, coatings (e.g., rilsan), and metal. Lastly, no anomalies were found in the device history record (DHR) of the involved biclamp laparoscopic instrument. In conclusion, no material or manufacturing defect was identified. Based upon other reported events of this type, mechanical stress (e.g., through levering, bending and frequent reprocessing as well as progressive wear), was most likely the cause of the damage to screw of the device. However, no conclusive determination can be made. Nevertheless, in the device's notes on use, it is stated that excessive leverage and excessive (mechanical) forces must not be exerted on the instrument. The product must be checked for damage before each use; defective or damaged products must not be used. The entire instrument must be protected from mechanical damage. Frequent reprocessing and operational stress have an impact on the product. If there is damage or functional impairment, the product may no longer be used. Erbe USA, inc. Is now closing the file on this event.